Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer observed falsely postive alinity total hcg and false reactive alinity I cmv igg results on the alinity I processing module, serial number (B)(6). The samples were repeated with negative and nonreactive results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 cmv igg initial result = 0.5 au/ml(nonreactive) automatic repeat = 8.6 au/ml(reactive) repeated again with nonreactive result. Cmv igg interpretation of the results: < 6.0 au/ml non-reactive. = 6.0 au/ml reactive. Sid (B)(6) processed on (B)(6) 2025 bhcg initial results = 10.08 and 33.99 repeat result = <2.30 iu/l. Repeated with new sample same patient = <2.30 and <2.30 iu/l. Sid (B)(6) processed on (B)(6) 2025 bhcg initial result = 52.68 iu/l repeat results = <2.30 and <2.30 iu/l. Per the package insert for list 07p51, ¿specimens with hcg levels less than or equal to 5.00 miu/ml(iu/l) will be reported in the interpretation field on the test results screen or printout as ¿negative¿. Specimens with hcg levels greater than or equal to 25.00 miu/ml(iu/l) will be reported as ¿positive¿. No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated with additional information. The customer inspected the alinity I processing module and performed troubleshooting, including part replacement which resolved the issue. A single definitive part could not be determined the likely cause, therefore the alinity I processing module, serial number (B)(6), was considered the likely cause. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaints as related to the current complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely postive alinity total -hcg and false reactive alinity I cmv igg results on the alinity I processing module, serial number (B)(6). The samples were repeated with negative and nonreactive results. The following data was provided: sid (B)(6) processed on 28jul2025 cmv igg initial result = 0.5 au/ml(nonreactive) automatic repeat = 8.6 au/ml(reactive) repeated again with nonreactive result. Cmv igg interpretation of the results: < 6.0 au/ml non-reactive, = 6.0 au/ml reactive. Sid (B)(6) processed on (B)(6) 2025 bhcg initial results = 10.08 and 33.99 repeat result = <2.30 iu/l repeated with new sample same patient = <2.30 and <2.30 iu/l. Sid (B)(6) processed on (B)(6) 2025 bhcg initial result = 52.68 iu/l repeat results = <2.30 and <2.30 iu/l. Additional information provide(B)(6)2025. Sid (B)(6) initial bhcg result = 52 iu/l repeat result = <2.30 iu/l and <2.30 iu/l. Per the package insert for list 07p51, ¿specimens with -hcg levels less than or equal to 5.00 miu/ml(iu/l) will be reported in the interpretation field on the test results screen or printout as ¿negative¿. Specimens with -hcg levels greater than or equal to 25.00 miu/ml(iu/l) will be reported as ¿positive¿. No impact to patient management was reported.